Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. Customer complaint cannot be confirmed. It necessary to receive the device sample involved to perform a proper and thorough investigation to confirm the alleged defect and determine root cause. It the device sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "humidifier secured to oxygen flowmeter and o2 delivered via nasal cannula. No bubbling observed at 1 lpm, bubbling started at 2 lpm." Alleged malfunction reported occurring during use. There was no report of patient impact or consequence. The patient condition was reported as "fine".

Event description:
Customer complaint alleges "humidifier secured to oxygen flowmeter and o2 delivered via nasal cannula. No bubbling observed at 1 lpm, bubbling started at 2 lpm." Alleged malfunction reported occurring during use. There was no report of patient impact or consequence. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A photo was provided by the customer; however, the issue reported could not be confirmed by the photo. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.